Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed the infusion set and cartridge, resumed insulin, and was educated by technical support on the importance of changing cartridges every 48 hours with the reported insulin.